Manufacturer narrative:
H.6. Investigation: the customer returned picture, the picture displayed a epidural catheter in the picture , the top of the epidural catheter is bent. Batch record was reviewed, no abnormality was observed related to the defect. The epidural catheter is a purchase component. The plant only carries out manual packing for the catheter material, and the packing process does not cause such defects, this defect may occur at the supplier. Because the customer only returned defect picture, no sample was returned ,the supplier cannot get the sample for detailed analysis. 1 retain sample was analyzed for appearance. There is no abnormality. H3 other text : see h.10.

Event description:
It was reported that anesthesia 17gax18cm durasafe catheter was damaged. The following information was provided by the initial reporter: the catheter was damaged before the package was opened and could not be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that anesthesia 17gax18cm durasafe catheter was damaged. The following information was provided by the initial reporter: the catheter was damaged before the package was opened and could not be used.